Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder legs beneath the twist clamp. Functional testing including clear passage testing was performed with no issues noted. Clamp function testing failed due to a leak through closed twist clamp. The reported condition was verified. The cause of the leak beneath the twist clamp was due to the broken occluder legs. The cause of the broken occluder legs could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was broken which resulted in a leak. This occurred while opening the twist clamp during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.